Manufacturer narrative:
H.6. Investigation: bd received one hundred (100) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for stopper creepout was not observed, as the photo shows no evidence of hemogard caps unseated on tubes. Twenty-nine (29) of the customer samples were evaluated by functional testing and the indicated failure mode for stopper creepout with the incident lot was not observed. Additionally, twenty-nine (29) retention samples from bd inventory, were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper creepout based on the retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#3741863. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure .this event occurred 24 times. The following information was provided by the initial reporter. The customer stated: after filling the blood sample, the tube cap cannot close tightly again. The technique of opening and closing the tube is in accordance with the recommendations on the bd vacutainer insert kit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure .this event occurred 24 times. The following information was provided by the initial reporter. The customer stated: after filling the blood sample, the tube cap cannot close tightly again. The technique of opening and closing the tube is in accordance with the recommendations on the bd vacutainer insert kit.